Manufacturer narrative:
Device received with blank due to moisture damage on electronics assembly. Unable to verify missing segments/ partial display due to blank display. Device received with fading serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that screen was white solid. Customer stated that insulin pump wad drop. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.